Event description:
It was reported the patient presented for pre-discharge check. During interrogation, it was determined the ventricular leadless pacemaker (lp) exhibited high capture threshold and failed to sense cardiac activity. X-ray confirmed the lp had dislodged to the pulmonary artery. The lp was explanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to sense, capturing problem and device dislodgement were unconfirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was compressed out of specification. The helix compression is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification and sensing test, found no anomaly contributing to reported events of capturing problem or sensing problem.